Event description:
It was reported that the device was unable to be interrogated with the radio frequency programming head. When the head was switched the issue was resolved. The implanted device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.